Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they have been recharging too frequently. The patient was recently reprogrammed or switched to a new group and it was reviewed how programmed parameters affect recharge interval. It was reported that after the patient¿s last reprogramming session, their charge would only last 2-3 days instead of a week. The patient also mentioned that they had scheduled therapy, ¿either 12 & 12 or 14 on/12off.¿ since the reprogramming, stimulation settings would come on at 4.0v and 3.5v, which were the same as the past, but it was no longer high enough for the patient to feel stimulation. The patient stated that they would have to increase it to 5.5v for both, which would then be too strong. After lowering it down, the patient wouldn't be able to feel stimulation. The patient stated that their implantable neurostimulator (ins) wasn't currently on because the battery died, so they had been in bed all day recharging it. It was noted that the recharge interval change and stimulation issues started a couple a months ago, and that the ins battery died within a day prior to the date of this report. The patient was to follow up with their healthcare provider (hcp). Indications for use are spinal pain and radicular pain syndrome (radiculopathies).